Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage at electronic assembly. Unable to verify pump error 41 and pump error 24 due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarm. The customer¿s blood glucose level was unknown. The customer also reported that the pump error was displayed before the "critical pump error" image on insulin pump screen. The insulin pump will be returned for analysis.